Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as moderate to severe with skin being red, burning, itchy, and painful under the breast area. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed antifungal powder and antibiotics for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.